Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The information for the additional medical device type is as follows: d.2b. Medical device type: gim. The information for the additional common device name is as follows: d.2a. Common device name: tubes, vacuum sample, with anticoagulant. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670; k231373.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that the needle pops when blood collection tubing is inserted into the collection tube. This occurred in 500 units. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation, and upon evaluation of the two images provided, no reported defect was observed. A total of 100 retained samples underwent visual inspection with no issues identified. Furthermore, 10 retained samples from the production lot were inspected and showed no visible defects. Functional tests were performed on these 10 retained samples, and all tubes were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that the needle pops when blood collection tubing is inserted into the collection tube. This occurred in 500 units. No patient impact reported.